Manufacturer narrative:
The device was not returned for evaluation.

Event description:
During the procedure, the device emitted metal fragments and additional irrigation of the surgical site was required. There was no serious injury reported.